Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the third firing with a black reload (not gst) and gore seamguard buttressing, the staple legs on two of the rows on the patient side stood straight up; were completely open as if they missed the anvil. The staple line was repaired by firing a new device with another black reload and the case was completed with that same new device. The gastric sleeve was leak checked and was fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.